Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father called in to report a hospitalization due to high blood glucose readings. The customer's blood glucose level was 900 mg/dl, but was 150 mg/dl during the call. The customer was wearing the insulin pump at the time of admission. The cause per the healthcare provider was diabetic ketoacidosis. The customer was treated with an IV insulin drip. The caller completed troubleshooting but did not find any issues; caller declined the high pressure test. The product was not returned for analysis.